Event description:
A (B) (6) male was receiving his routinely scheduled dialysis treatment on tuesday, (B) (6) 2009 when his dialysis machine alarmed "blood in dialysate". The rn observed pink tinged fluid draining from drain hose and validated alarm. Per protocol, the machine lines and dialyzer (25 s) was stripped and wasted with approx blood loss of 500 ml's due to blood mixing with dialysate fluid. The dialysis machine was reset with new lines and dialyzer (25 s) and treatment restarted. Machine alarmed a second time "blood in dialysate" alarm which was validated by rn again. Machine lines and dialyzer (25 s) stripped from machine and wasted again with another blood loss estimated at 500 ml's. Attending md notified. Order rec'd from attending to restart treatment session and transfuse 2 units of prbc's to replace blood loss and switch dialyzer to 200 n. Treatment restarted with 3rd set up using a 200 n dialyzer. Entire stock of remaining 25 s dialyzers pulled from use and stock room. Dialysis machine pulled from service and biomed tested for any potential machine failures. Biomed pmi/service report does not indicate any variances with all qualitative tested passed upon inspection.